Event description:
Pt was revised to address pain and instability (right side). It was reported that the pt fell, and was less stable after the fall. Poly wear of the patella was also found.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported pain/instability or polyethylene wear. Provided info indicates the pt experienced trauma (fall), which may be a contributing factor to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.